Manufacturer narrative:
A ge service representative performed an investigation. The x-ray tube was evaluated and replaced. The wires over the stator capacitors were evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an overload fault error message. This error causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.